Event description:
The manufacturer was informed of the following event through patient tracking department. Reportedly, a carbomedics top hat aortic heart valve size 21 was implanted and explanted intra-operatively on (B)(6) 2023. No allegation of a device malfunction nor serious injury was received from the site regarding this event. No further information is available at this time.